Manufacturer narrative:
A ge service rep performed an on site investigation. A power supply and cable were found faulty requiring replacement. The customer indicated these would be replaced by the facility.

Event description:
The customer reported the system locked up. No report of pt injury.